Event description:
Related to MFR report number: 2183959-2012-02582. It was reported that an ams monarc subfascial hammock was implanted to treat plaintiff¿s stress urinary incontinence. It was alleged by the plaintiff¿s attorney that as a result of the implant, the plaintiff has ¿suffered severe and permanent bodily injuries, significant mental and physical pain and suffering,¿ has ¿caused severe and irreversible injuries, conditions, and damage.¿ it was also alleged that the plaintiff has required ¿medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.¿ it was further alleged that plaintiff has ¿endured impaired physical relations with husband, and other damages.¿

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.